Event description:
Caller reported that the pump malfunctioned, which led to customer's blood glucose levels exceeding normal thresholds, although specific values are unknown. The customer addressed the issue by administering a correction injection using multiple daily injections (mdi) without requiring third-party assistance. Technical support (cts) decided to send a replacement pump as the existing pump was under warranty, advising the customer to store and return the faulty pump to tandem using the provided return box and pre-paid label within 10 days. The customer was informed that the replacement pump would come with updated software, and they acknowledged all instructions provided.